Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was unable to deliver insulin causing glucose values to increase. This was discovered during use. The following information was provided by the initial reporter: material no: 329515 batch no: unknown. It was reported that the insulin not going into his site. Insulin collecting in clear tip of pen needle, glucose values increase. Does not take more insulin from this result. Consumer reported site bleeds sometimes from injection. No medical attention needed for this incident.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was unable to deliver insulin causing glucose values to increase. This was discovered during use. The following information was provided by the initial reporter: material no: 329515 batch no: unknown it was reported that the insulin not going into his site. Insulin collecting in clear tip of pen needle, glucose values increase. Does not take more insulin from this result. Consumer reported site bleeds sometimes from injection. No medical attention needed for this incident.

Manufacturer narrative:
H.6. Investigation summary : no samples (including photos) were returned as of 5 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.